Event description:
It was reported that a cartridge change error occurred. Tandem technical support made multiple follow up attempts to complete troubleshooting with customer, but was unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.